Manufacturer narrative:
It was reported that during patient treatment the error messages: "er11" and "safety-s" were displayed on the hl 20. The pump turned off completely and would not restart by just turning off and on. The pump had to be powered down and back on. No harm to any person was reported. A getinge field service technician will be sent onsite for investigation of the device. As soon as new information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that during patient treatment the error messages: "er11" and "safety-s" were displayed on the hl 20. The pump turned off completely and would not restart by just turning off and on. The pump had to be powered down and back on. No harm to any person was reported. Reference number: (B)(4).

Event description:
Complaint ID # (B)(4).

Manufacturer narrative:
It was reported that during patient treatment the error messages: "er11" and "safety-s" were displayed on the hl 20. The pump turned off completely and would not restart by just turning off and on. The pump had to be powered down and back on. No harm to any person was reported. The error message "er11" indicates that the safety system is not o.k. A getinge field service technician (fst) was onsite and investigated the unit in question on 2022-10-13. The fst found that the optical tacho board was defective. The defective board was replaced with a new one. Furthermore during service the error message "head" occurred. For this issue the motor control board and the optical tacho board was replaced. The system was checked according to factory¿s specification and all tests passed. The device was put back into use. Thus the reported failure could be confirmed. The reported failure "safety-s" error message was investigated in a previosu complaint by the getinge life cycle engineering (lce). The most probable root cause could be determined due to a defective sensor on the optical tacho the safety system cannot measure the speed and direction of the pump head. It therefore stops the pump with the message ¿error safety-s¿. The reported error message "head" which was detected during service was also investigated by the getinge life cycle engineering (lce). The most probable root cause could be determined as a broken wiring of the optical tachoboard. Device was manufactured in 2014-12-22. The review of the non-conformities during the period of 2014-12-22. To 2022-09-01 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.